Event description:
It was reported that in the radiation inspection room, when removing the dilator from the sheath after insertion, the proximal end of the dilator broke. As the proximal end of the dilator was still sticking out of the sheath after it broke away, the user was able to pull the dilator from the sheath. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.